Manufacturer narrative:
.

Event description:
It was reported that the pt experienced a loss of therapeutic effect. It was reported that the pt "could hardly move". The pt experienced shaking following a mammogram. Per the MFR's device tracking sys the pt's stimulater was replaced five days later. Add'l info has been requested from the hcp, but was not available at the date of this report.